Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported that the power button has to be pressed multiple times in order to power on the adc device. The customer experienced hypoglycemia and self treated with baqsimi nasal spray 3 mg provided by a third party. There was no report of death or permanent injury associated with this event.